Event description:
Same case as: 6000089-2006-01413. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severly calcified, moderately tortuous left circumflex (lcx). A 2.50x20 mm taxus liberte drug eluting stent was advanced to the lesion but was unable to cross the lesion. Upon removal, the stent was found to be kinked. The procedure was not completed due to reasons other than stent damage. No patient complications were reported. Patient status reported as "satisfactory/good." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.